Event description:
(B)(4). It was reported that the account had a broken bracket/cover on equipment boom. After further eval on site by a field service tech, it was determined that the motor collar cover fell inside the boom motor cover which is located directly below it. There was no reported pt involvement, and no reported adverse consequences.

Manufacturer narrative:
Actual device was evaluated on site by a field service rep on (B)(4) 2011. The initial reporter's occupation was unk at the time of this report. Additional attempts will be made for this info. Eval summary: after further eval on site by a field service tech, it was determined that the motor collar cover fell inside the boom motor cover which is located directly below it. The likely root cause is the motor cover rubbing the collar when the boom was moved around causing the damage. In this instance, a new collar was installed, and then the motor cover was re-installed and was adjusted slightly to avoid rubbing the collar. The motor collar cover is a non-sterile component that could potentially be located directly over the sterile field. Had the cover fallen at random during a case, the cover would expose a non-sterile component into the sterile field and this could potentially cause a serious/severe health risk. This specific malfunction was identified prior to use and no pts were involved and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.